Manufacturer narrative:
Supplemental report submitted to include product evaluation findings. The device was returned for evaluation and the following was observed: the 14f esheath was inserted over the flex shaft of the commander delivery system. The liner was circumferentially delaminated (8cm in length from distal tip), and bunched towards the hub. The sheath shaft was kinked and liner delaminated at 12 cm from distal tip (2 cm in length). The sheath shaft was damaged/punctured at 12 cm. The distal tip was stretched. The c-marker was partially detached from the liner.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed , no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The esheath/esheath+ is designed in a way that expansion of the sheath allows for retrieval of the system with minimal damaging interactions to the integrity of the balloon or the nosecone of the system. Commander delivery system retrieval through the esheath/esheath+ is validated. To promote maintaining sheath integrity, design requirements and drawings include sheath tip and shaft materials selection and dimensions. Mitigations include visual and dimensional inspections of the sheath components and assembly. Users are informed of the residual risks associated with the valve, delivery system and/or accessories through the potential adverse events section in the instructions for use (IFU). To help mitigate risks, edwards provides guidance and instructions on visualizing and assessing vasculature, correct device prep, and proper insertion techniques in the IFU and training/refresher training materials, including adequate hydration of components, appropriate orientation of the esheath/esheath+ seam in the vasculature, and the risk associated with excessive calcification or tortuosity. Edwards also provides how to retrieve the delivery system (with or without the crimped valve), including if the delivery system balloon is ruptured. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Review of prior closed similar complaints that were able to be confirmed indicates that patient and/or procedural factors can contribute to circumferential liner delamination of the sheath which can manifest during withdrawal of the delivery system. Furthermore, the review did not identify an edwards related defect that may have contributed to any of the complaints. Procedural factors such as withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. In addition, non-coaxial alignment between the devices can also lead to delivery system to catch onto the sheath liner, especially if patient factors such as calcification, tortuosity, and/or undersized diameters near the sheath distal tip are present within the patient anatomy. As a result, the operator may apply excessive manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. Furthermore, more than one of these factors can compound to exacerbate the patient/procedural conditions and further lead to sheath liner delamination. In this case, the complaint was confirmed. Investigation results suggest/indicate patient factors (tortuosity) and/or procedural factors (non-coaxial withdrawal, excessive manipulation ) may have caused or contributed to this complaint event. No edwards defect or manufacturing non-conformance that would have contributed to the reported event was identified. No IFU/training deficiencies were identified. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from our affiliate in australia. As reported, it was an implant case of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. The valve was successfully implanted. During device removal, withdrawal difficulties were noted and it was not possible to remove the commander delivery system through the esheath. Therefore, the commander delivery system and esheath were removed as a single unit. During inspection after withdrawal, it appeared that the commander delivery system got stuck in the esheath and the esheath was damaged (liner delamination). The patient experienced an iliac dissection and vascular surgery was performed. During surgery, a stent was implanted. Patient outcome was good. As per medical opinion, the root cause of the event might be related to the fact that the balloon was not coaxially aligned with the esheath when pulling back due to vessel tortuosity.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-17430.